Manufacturer narrative:
Another contact info: +(B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The clinical nurse specialist, called into emergency support program line to request support with intra-aortic balloon (iab) information for a perforation that occurred over the weekend. She explained the patient then had her 5th balloon in place. (B)(6) stated all the balloons were placed axillary while the patient awaits a heart transplant. Esp team provided the axillary disclaimer. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
(B)(6) the clinical nurse specialist, called into emergency support program line to request support with intra-aortic balloon (iab) information for a perforation that occurred over the weekend. She explained the patient then had her 5th balloon in place since (B)(6) 2025. (B)(6) stated all the balloons were placed axillary while the patient awaits a heart transplant. Esp team provided the axillary disclaimer. There was no patient harm or injury reported.